Manufacturer narrative:
This report is filed june 30th, 2015.

Event description:
Per the clinic, a post-op xray revealed that the electrode array was outside of the cochlea. The device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.